Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent lot 63188ud00 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided the following data for 1 patient: patient reference range is <14 ng/l. Initial result for sample ID (B)(6) was 20.4 and repeat result was <2.7 and repeat on another alinity analyzer was <2.7. Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided the following data for 1 patient: patient reference range is <14 ng/l initial result for sample ID (B)(6) was 20.4 and repeat result was <2.7 and repeat on another alinity analyzer was <2.7. Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.